Manufacturer narrative:
Unit received with cracked end cap, cracked case, cracked case at display window corners and cracked lcd window. No cracks on reservoir tube noted.

Event description:
The customer reported via phone call that the insulin pump was cracked at the bottom near the reservoir compartment. Blood glucose level at the time of the incident was 136 to 138 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.